Manufacturer narrative:
H3: the device was returned for analysis. Device analysis confirmed the reported issue. The distal end of the balloon was deformed in a manner in which removal from the accompanying guide sheath was not possible. The returned balloon segment was unable to passed through the returned guide sheath with attempted.

Event description:
The balloon was used during an angioplasty procedure. The guide sheath was inserted into the superficial femoral artery (sfa) without issue. During balloon removal, the balloon got stuck inside the guide sheath and would not pull through. The physician tried to pull, but the sheath was removing at the same time as the balloon. The physician thought the balloon was unstuck, but once removed, the balloon segment was not attached to the hub segment. The balloon segment (which contained the rapid exchange (rx) junction) was stuck in the guide sheath. The separated segment was retrieved with removal of the guide sheath. It was noted the physician confirmed balloon deflation under fluoroscopy. There was no impact to patient outcome or patient harm. The reported issue resulted in a procedure delay of approximately 20 minutes.